Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00971 for the first spyscope digital access and delivery catheter, 3005099803-2018-00972 for the second spyscope digital access and delivery catheter, and 3005099803-2018-00973 for the third spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded. A second spyscope ds was used and the working channel sleeve protruded. A third spyscope ds was used and still the working channel sleeve protruded. There was an ehl probe or forceps inside the spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds devices detached and there were no reported issues with the accessory devices. The procedure was still completed with third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.